Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intermittent stimulation across her shoulders. Movement would cause stimulation changes. A manufacturer's representative met with the patient and measured high impedances on the #10 electrode. The device was reprogrammed around this electrode. A follow-up report will be sent if additional information becomes available.